Manufacturer narrative:
Health effect clinical code: 4581 - near vision problems. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports the patient is having near vision problems. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.